Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a mom clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a right hip revision procedure was performed on (B)(6) 2012. Additional information further indicates that a left hip arthroplasty took place on an unknown date and that a left hip revision procedure occurred on (B)(6) 2013 due to an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08310 & 2015-01555).

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in (B)(6) clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Additional information received indicates that a right hip revision procedure was performed on (B)(6) 2013. Additional information further indicates that a left hip arthroplasty took place on an unknown date and that a left hip revision procedure occurred on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.